Manufacturer narrative:
On september 28, 2021, mentor received additional information indicating that the ruptures were first diagnosed via MRI conducted on (B)(6) 2021. In addition, the patient also underwent bilateral replacement with silicone breast implants on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the patient had replacement with gel implants. On september 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 255cc breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 26, 2021, mentor became aware that during the removal surgery on (B)(6) 2021, the patient also underwent partial capsulectomy, bilateral capsulorrhaphy and replacement with the following devices: (left) 250cc mentor memorygel breast implant catalog: 3502501bc; lot: 9591697; sn: (B)(6) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc; lot: 9591697; sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two 255cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via consultation. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.